Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. Upon disassembly of the device, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the contact marks present on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating; however, a duration of time for which it was present in the device could not be determined. Although the evaluation could not determine a specific cause for the development of the observed thrombus formation, it was obstructing the majority of the blood flow path through the outlet stator and could have contributed to the report of elevated lactate dehydrogenase levels. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the account submitted system controller log files for evaluation on (B)(6) 2016, and upon review by a representative of the manufacturer¿s technical services team, it was indicated that there were no unusual events observed and the log file was unremarkable. Information received from the hospital personnel on 06/16/2016 stating that after the pump exchange for thrombus in april, the patient was discharged on (B)(6) 2016 on aspirin 325 mg, plavix 75mg and warfarin (dose not specified) with an inr of 2.84 and the inr target increased to 2.5 -3.5. A mocha coagulation panel performed on the day of discharge showed evidence of activation of the coagulation system despite the triple anticoagulation therapy. On (B)(6) 2016 the patient¿s inr was 1.8 and the patient was bridged with lovenox twice a day. On (B)(6) 2016, the patient presented to the clinic with decompensated systolic heart failure, lower extremity edema, and shortness of breath. The patient¿s lactate dehydrogenase (ldh) level was up from the 200 to 300 u/l range to 519 u/l. There were no changes in the patient¿s baseline pump parameters. The inr was 3.58 upon admission to the hospital and the patient was treated with a high dose heparin infusion. Upon admission the patient¿s platelet p2y12 pru value was 327 showing inadequate platelet suppression ¿ even with an aspirin dose greater than 4000mg per day. System controller log files were reviewed by the manufacturer¿s technical services representative and no unusual events were observed. On (B)(6) 2016, the plavix and warfarin were discontinued while heparin and aspirin were continued. Echocardiogram results found severe mitral regurgitation, the aortic valve was closed, and moderate to severe right ventricular dysfunction. A chest CT found no indication of thrombus and the pump position was okay. The patient did not respond to milrinone and intravenous diuresis. Tirofiban was added on (B)(6) 2016. The patient¿s ldh level had peaked at 712 u/l and the patient¿s symptoms worsened with hypoxia and a decreasing level of consciousness. The tirofiban was discontinued and the patient was transferred to the cardiac care unit. The patient received the pump exchange on (B)(6) 2016. The patient was discharged on (B)(6) 2016 with an anticoagulation regimen of aspirin 81mg, apixaban 2.5mg twice a day and warfarin. The patient¿s anticoagulation status will be monitored by chromagenic factor x, and not the inr. No additional information was provided.

Manufacturer narrative:
The reference pump exchange on (B)(6) 2016 was reported under medwatch MFR report # 2916596-2016-00879. (B)(4). Approximate age of device ¿ 35 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient underwent a pump exchange on (B)(6) 2016 for thrombus. It was reported that the patient underwent a second pump exchange on (B)(6) 2016 due to suspected pump thrombosis. No additional information was provided.